Manufacturer narrative:
Corrected data: method code: code is not applicable, there was inspection of objects or surfaces requiring magnification using an optical microscope. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Device evaluation: lens was returned in small vial. Visual inspection found clear surgical residue on the lens surface, missing piece of haptic. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+1.0/080 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced low vault, and lens rotation. On (B)(6) 2017, the lens was exchanged for longer lens. The problem was resolved.